Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture due to the lead being dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.